Event description:
It was reported that the patient experienced intermittent stimulation leading to breakthrough tremor. Palpation caused stimulation changes. The patient's implantable neurostimulator (ins) and extension had recently been replaced. The replacement seemed to work for a while, but the patient's symptoms eventually fully returned on the contralateral side. The hcp noted impedances values above 4,000 ohms on several bipolar pairs. After increasing the default test values impedance measurements were normal. However, impedances continued to fluctuate with several measurements, and when pressing on the lead / extension connection site an impedance measurement above 4,000 ohms was seen on c <(>&<)> 4. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3389s-40 lot# v010741 implanted: 2006-(B)(6) explanted: na, lead model 3389s-40 lot# v010741 implanted: 2006-(B)(6) explanted: na, extension model 748240 (B)(4) implanted: 2005-(B)(6) explanted: unknown, extension model 748240 (B)(4) implanted: 2005-(B)(6) explanted: unknown.